Event description:
It was reported that the caller experienced a cgm sensor error. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support and successfully completed a pump reset, after which the cgm error did not reoccur, and the sensor session started successfully.